Event description:
It was reported the procedure was being performed in the anesthesia department. When advancing the wire into the patient's right jugular it unraveled and the core wire broke. As a result, a new set was used successfully. It is unknown if this caused a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.